Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the left main to left anterior descending (lad) artery. After intravascular ultrasound (ivus) was performed using an opticross imaging catheter, a 3.5x6mm flextome cutting balloon and a compliant balloon dilatation catheter were selected to dilate the lesion. A 4.00 x 24 synergy¿ drug-eluting stent was deployed in the lesion. However, during pullback run of the opticross catheter, it was noted that the distal edge of the stent struts got deformed due to "wire bias." Subsequently, a 4.00x12 synergy¿ drug-eluting stent was deployed to cover the deformed segment and the procedure was completed. No further patient complications were reported and the patient's status was stable.